Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing an intermittent image due to a bad cable unit that will require replacing. Additionally, the lens was equipped with an old model focus ring and will also need replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not functioning properly during procedure preparation. According to the initial reporter, the unit was not producing an image. Reportedly, the intended procedure experienced a minor delay in obtaining a secondary device. That secondary device was used to complete the procedure without any reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on h4 field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that images could not be obtained due to a disconnected circuit board in the video connector, leading to abnormal communication. Olympus will continue to monitor field performance for this device.